Event description:
Caller reports a kugel hernia patch was implanted (B)(6) 2002 to treat her hernia. The patch caused tearing in her abdominal wall, multiple fistulas and bacterial infections. Caller states she was forced to have multiple surgical hernia repairs. In (B)(6) 2010, caller reports undergoing an 8 hr surgery to remove the patch which tore through her bowel and caused the formation of scar tissue. The mesh was in several pieces so caller was put on a wound vacuum and was returned to surgery (B)(6) 2010 to remove more of the mesh. Caller states she experienced a hematoma, seroma and fever following the surgery. In (B)(6) 2011, caller reports having biomesh inserted with sutures to replace the kugel patch. Caller is now suffering from a parasite infection. Caller reports having scars from head to toe, extreme weight loss, loss of multiple teeth and is now told her only treatment is to be on antibiotics for the remainder of her life.